Manufacturer narrative:
Updated data: b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that crown overlap extending to the 4th node was detected during the final fluoroscopy check of the loading process with the first valve. At this stage, it was noted that the valve frame did not expand completely as intended during the loading assessment. Consequently, a single recapture was performed during the preparation phase to attempt a correction of the frames expansion. However, the misload persisted. The valve complication was strictly limited to the loading and preparation phase out side of the patient's body. It was noted that a procedural delay occurred due to the need to load a new valve.

Manufacturer narrative:
Image review: two fluoroscopic media files and one still image were provided for review. The absence of the patient¿s executive summary limited the ability to perform a comprehensive anatomical assessment. Fluoroscopic valve load inspection images were not provided for review. It was reported that a valve misload was identified and that the misloaded valve was not used. However, review of the provided images demonstrates an infold during an implantation attempt. The infold is characterized by an inward fold or crease in the valve, extending from the inflow. Infolding could occur due to a misloaded valve, anatomical characteristics such as calcium, and recaptures. If an infold is identified, the valve should be recaptured, removed from the body, and not used. New sterile components must be used. Based on the available information, it cannot be determined whether a misloaded valve was used or whether any recapture attempts were performed. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Continuation of d10: concomitant medical devices in use during the event include: product ID: {d-evolutfx-34}; product serial/lot number: {(B)(6) }; product type: {0195-heart valves}; implant date: {n/a}; explant date: {n/a} medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a scheduled transcatheter aortic valve implantation (tavi) procedure using an evolut fx+ 34mm prosthesis, a significant crown overlap (misload) up to node 5 was detected during a fluoroscopic check. Due to the misload, the device was not used and a new prosthesis was required. The valve preparation was performed by a certified crimper, and the misload was identified prior to implantation. A second evolut fx+ 34mm prosthesis was prepared and loaded without any complications and the procedure was completed successfully with the second device. No patient complications have been reported as a result of this event.